Event description:
Philips received a complaint on the v60 ventilator indicating that the backup battery was depleting faster than expected. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The authorized service provider (asp) evaluated the device and found that the battery was depleting faster than expected. The asp believes that this is due to the age of the battery, which was manufactured in 2013. It is advised that the v60 backup battery be replaced every 5 years. The asp evaluated the device at a philips repair center and replaced the backup battery to resolve the issue. Following the part replacement, the asp completed cleaning, and run-in and functional testing. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.